Manufacturer narrative:
The device was not returned for evaluation. There were no anomalies identified during the internal review of the DHR of the system console. If additional information is received a follow-up report will be submitted.

Event description:
A patient had a superdimension enb procedure on (B)(6) 2016. The patient presented to the hospital with worsening shortness of breath. Patient's oxygen requirements increased and was found to have pneumonia. The family decided not to treat and sent to inpatient hospice. The site reported the patient's death was not related to the superdimension device or the enb procedure. If additional information is obtained a follow-up report will be submitted.